Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the coaguchek softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.